Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level at 28 mg/dl. The customer alleged that their insulin pump was over delivering as they believe it was hacked. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed but did not resolve the issue. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and not occluded.(B)(4).